Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion, a 'collimator error' was received when attempting to capture a 2d image. They rebooted the system and the error resolved. No spins were taken. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: procedure delay.

Event description:
There was a reported delay to the procedure of 3 minutes in order to reboot the system.

Manufacturer narrative:
Device evaluation: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
There was a reported delay to the procedure of 3 minutes to reboot the system.